Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl at the time of the incident. The customer had a sensor that had stopped working, did a set change and had some drinks, and that caused a few issues. The customer was using auto mode at the time of the incident. The customer was at 389 mg/dl at the time of the call. The customer was given intravenous insulin to treat. The customer experienced symptoms such as difficulty breathing and nausea. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer believes the pump was under delivering when the sensor stopped working. Troubleshooting was completed. The customer also reported a transmitter that was not working. The insulin pump will not be returned for analysis.